Manufacturer narrative:
The event occurred on an unspecified day in (B)(6) 2020. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module restarted while infusing a vasoactive medication (dose, programmed amount and delivery rate unknown). The event happened during patient transport at the pediatric intensive care unit (picu). There was no known patient injury or medical intervention associated with this event. No additional information is available.